Event description:
The customer reported e226, e238 endoscope communication abnormality during inspection for use involving an olympus autoclavable camera head. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.